Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bead detachment as the bead was detached from the bag and cord loop. Based on the condition of the returned unit and description of the event, it is likely that the reported event was caused by a sharp instrument or object that came in contact with the bag and the cord loop. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: I was not there to attend the case, information collected from surgeon's note. Applied team members were not notified about the case. When they wanted to retrieve the gallbladder, the inzii bag was stuck and was difficult to open, they also noticed that the guide bead fell off the instrument additional info received on 03-aug-23: please note that I visited dr. [Name] today, and I got more accurate information from him concerning the incident. The doctor explained that what happened mainly is that after he deployed the bag into the abdomen and tried to open it (unwrap it) to put the gallbladder inside, the bag didn¿t open easily, he felt that it was stuck with some "glue" and this is why he couldn't unwrap it. The doctor also said that he saw something that fell into the abdomen, and he believes it is the guide bead from the bag. I asked him if he has the surgery recorded, or if he took a picture of the piece they took out of the abdomen, he said no. I also asked him if after he removed the gallbladder and bag, he inspected it and checked if the guide bead actually fell off, he also told me no. So, if we can please check if the inzii bag sent back for investigation is complete or has any part of it missing as dr. [Name] was saying. Intervention: they were able of retrieve the gallbladder with the same instrument patient status: healthy.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: I was not there to attend the case, information collected from surgeon's note. Applied team members were not notified about the case when they wanted to retrieve the gallbladder, the inzii bag was stuck and was difficult to open, they also noticed that the guide bead fell off the instrument additional info received on 03-aug-23: please note that I visited dr. [Name] today, and I got more accurate information from him concerning the incident. The doctor explained that what happened mainly is that after he deployed the bag into the abdomen and tried to open it (unwrap it) to put the gallbladder inside, the bag didn¿t open easily, he felt that it was stuck with some "glue" and this is why he couldn't unwrap it. The doctor also said that he saw something that fell into the abdomen, and he believes it is the guide bead from the bag. I asked him if he has the surgery recorded, or if he took a picture of the piece they took out of the abdomen, he said no. I also asked him if after he removed the gallbladder and bag, he inspected it and checked if the guide bead actually fell off, he also told me no. So, if we can please check if the inzii bag sent back for investigation is complete or has any part of it missing as dr. [Name] was saying. Intervention: they were able of retrieve the gallbladder with the same instrument patient status: healthy.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.